Manufacturer narrative:
As reported, about 2 years post-implant of the ventrio st mesh, the patient was diagnosed with hernia recurrence. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - subject patient underwent open first-time recurrent midline umbilical hernia repair procedure during which a bard/davol ventrio st mesh was implanted using a non-bard/davol fixation device. The fascia was completely closed using suture and full skin closure was achieved using staples. The patient was discharged from the hospital on the same day. On (B)(6) 2018 - CT scan revealed incisional hernia recurrence of size 1cm x 7.9cm. The patient was not medically cleared for surgery at that time. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovering/resolving.